Manufacturer narrative:
(B)(4).

Event description:
Prior to beginning the dialysis treatment, the nurse inserted a syringe into the dialysate sample port to test the fluid. Treatment was started and the machine was programmed to remove 2 kilograms of fluid. During treatment, the patient complained of severe cramping. Treatment was stopped and the patient was administered a bolus of normal saline. Following the saline bolus the patient's symptoms improved and the patient was later discharged to home. The nurse estimated the patient had an excess of 2 kilograms removed. Afterwards, the nurse identified leaking from the dialysate port.